Event description:
It was reported the patient was being followed closely on echo exams for what appeared to be a paravalvular leak. Most recently, on (B)(6) 2011, the patient had a stress echo to evaluate a 50% left main coronary lesion. The patient went into non-sustained vt following the stress echo. On (B)(6) 2011, the patient underwent coronary angiography and on (B)(6) 2011, a cardiac MRI. The MRI showed moderate aortic stenosis, mild mitral regurgitation, benign lipomatous hypertrophy intraatrial septum and ischemia in the mid-anterior wall to the apex of the inferoapical segments. The valve was explanted and a full root replacement and a triple coronary artery bypass graft was performed on (B)(6) 2011. A valve from another manufacturer was implanted. It was reported the patient had aortitis.